Event description:
New information received notes that the rv lead continued to exhibit noise. Pocket manipulation and isometric exercises were unsuccessful in reproducing noise. The device was programmed to allow for decrease in rv pacing. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise on irgm recordings were noted on the rv lead. The noise was reproduced with pocket manipulation. Patient was stable and will continue to be monitored.